Event description:
It was reported that the hakim fixed pressure valve had medicine in the package. The device was found in inventory and never used on a patient.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The investigation confirmed the device was shipped with bactiseal in the device. The original manufacture packages and sells the device with the medication inside. Sss's internal procedures do not include resterilizing devices with medicine inside the packaging. In the past two years this is the only device of this item number that was processed by sss. This is the first complaint that sss has received.